Event description:
Customer reported an anti-k was not detected by the 2_cell screening assay on galileo. The 2_cell assay was performed using capture-r ready-screen (I and ii), lot x231. The patient was transfused based on the negative antibody screening results and a slight hemolytic transfusion reaction occurred; the unit transfused was determined to be k+. Death or serious injury did not occur. The customer retested the pre-transfusion and post-transfusion samples using a gel method and 1+ reactivity was seen with screening cell ii (k+k+). A crossmatch using the post-transfusion sample and the transfused unit was compatible.

Manufacturer narrative:
The presence of the k antigen was confirmed on retention capture-r ready-screen (I and ii), [crrs] lot x231. The customer submitted two post-transfusion samples collected from the patient for investigation testing; the customer did not send the pre-transfusion sample. The two post-transfusion samples were tested on an in-house galileo using retention crrs, lot x231. Both samples were nonreactive with the 2_cell assay. The samples were further tested by manual tube method with panoscreen I and ii, lot 04483 using immuadd as a potentiator. One sample exhibited very weak (+/-) reactivity with the k+k+ cell at the antiglobulin phase of testing; the other sample was nonreactive at all phases of testing. The event appears to be related to the nature of the sample. The limitations section of the package insert for capture-r ready-screen products states: ?weak examples of clinically relevant antibodies may fail to react by capture-r ready-screen, even though the antibodies are detected by an alternative technique.? And ?negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the methods employed.?